Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that the customer has been having blood glucose up to 300 and 500 mg/dl. Customer got an alarm that the reservoir was going low but nearly had 30 units in the reservoir. Customer was advised that the battery level will fluctuate. Customer's blood glucose was 500 mg/dl at the time of the incident. Customer's current blood glucose is 79 mg/dl. Customer has a back-up plan available. Customer treated with an old device. The pump passed the displacement test and self test. Customer will be sent a tubing clamp to perform the high pressure test. Customer was advised to do a complete set change. Caller stated that the time setting was off but he did not want to fix it.